Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that he was hospitalized due to low blood glucose. The blood glucose reading was 24 mg/dl. The customer stated that there was an overcorrection for a high blood glucose. The customer was wearing the insulin pump at the time of the event. He stated that he wasn't sure of what happened at the time but that his daughter stated he was in the bathroom for about two hours. The customer was treated with food and the blood glucose was brought up to 216 mg/dl. The insulin pump had also alarmed for a button error. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with operating currents within specification. The insulin passed self-test, error test, rewind, basic occlusion test and displacement test. However, we were unable to prime during prime test due to faulty force sensor resistor. We were unable to perform excessive no delivery test or occlusion test due to prime anomaly. The insulin pump was received with broken reservoir tube lip, cracked case at display window corners, cracked case at reservoir tube window corners, cracked battery tube threads and minor scratches on lcd window.